Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site on 7/24/14 and performed a system checkout on the imaging system after fuses f11 and f12 were replaced. The imaging system passed all tests and is up and running. The fuses were not returned to manufacturer so no evaluation could be performed. No other issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the mobile view station (mvs) screen was black when booting up the system. The system line power was not lit. Troubleshooting consisted of trying another wall outlet without resolution. It was determined the f11/f12 fuses were blown. Fuses replaced by site's biomed department. The system functioned as expected after replacement. There was no patient present when this issue was identified.